Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had high blood glucose of 501 mg/dl. During troubleshooting, customer was assisted in performing the high pressure test, the test failed. Customer was assisted in programming the new device. Customer will not be returning the old device for analysis.